Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an aneurysm located in the ophthalmic segment of the left ica (internal carotid artery). During the preparation of the coil, it was reported that the implant coil prematurely detached as the physician attempted to hydrate it in saline. The operation was completed with other coils. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached contradicting what was stated in the event description. The evaluation could not determine the cause of the event.(B)(4).